Manufacturer narrative:
The alleged 133000, abc argon probe will not be returned for evaluation and review. No photographic evidence was provided therefore, the complaint of a melted connection cannot be verified, and root cause cannot be established. A review of the device history record could not be conducted since no lot number was provided. A two-year review of complaint history revealed there has been a total of 1 complaint regarding 1 device for this device family and failure mode. During the same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be .006. Per the instructions for use, the user is advised the following; that the abc flex extension adapter is intended to be used with the conmed system 7500/7550 electrosurgical generator with abc technology only and conmed abc flex probes for flexible endoscopy. To refer to conmed 7550/7500 electrosurgical generator + abc modes operator's manual instructions prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported they were using the 133000-handpiece extension with the 130500 reusable handpiece and the connection started to melt. They attempted to try this again using the same handpiece extension and connection of the probe the connection melted both times. They completed the surgery by switching to conventional electrosurgery. There was a surgical delay of 2-minutes and no patient injury or impact was reported. After further assessment was received, it was determined that the 133000-handpiece extension is not compatible with the 130500 as this handpiece uses higher voltage and argon gas flow than is intended for that extension handpiece, 133000. The extension handpiece, 133000, they were using is only compatible with the abc flex probe, this is clearly stated in the IFU. The company representative has communicated this to the surgeons for future use. This report is being raised based on device malfunction with potential for injury upon reoccurrence.